Event description:
It was further reported that the 2.75x16mm taxus liberte stent was deployed in the left anterior descending artery (lad) at 18atms for 25 seconds. It was noted that the physician deployed the stent at a higher pressure due to the "tight calcium spur" in the lesion, which was not allowing proper stent apposition.

Event description:
It was reported that during a stenting treatment procedure stent damage and a vessel dissection occurred. Access was obtained via the femoral artery. The 85% stenosed, 2.75x13mm eccentric and de novo target lesion was located in the non-tortuous and non-calcified mid left anterior descending artery (lad). The lesion was predilated with a 2.0x9mm maverick balloon, leaving 50% residual stenosis. A 2.75x16mm taxus liberte stent was successfully deployed in the lesion and post dilation was performed with the stent delivery balloon. After stent deployment stent damage was noted along with a type c dissection that was found at the distal end of the implanted stent. A 2.75x24mm taxus liberte stent was then implanted, overlapping the distal end of the previously placed stent. The procedure was completed with no additional patient complications reported. The patient's current condition is stable.

Manufacturer narrative:
(B)(4). Device is combination product.device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint.(B)(4).

Manufacturer narrative:
(B)(4).